Event description:
It was reported that patient experienced discomfort at ipg site due to its position. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised. No product was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, further information regarding weight was requested but not received.